Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported missing low glucose alarm. Attempted to replicate the reported issue using similar device configuration. The reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone xr with ios operating system version 16.6.1, app version 2.10.2. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and dizziness. The paramedic was called and upon arriving, the customer was administered dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with iphone xr with ios operating system version 16.6.1. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and dizziness. The paramedic was called and upon arriving, the customer was administered dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing low glucose alarm. Product quality engineering attempted to replicate the reported issue, per (B)(4), using similar configurations of iphone 11 pro (ios 16.6, 2.10.2.7677). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.